Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at the hospital. The cause of death was heart failure. The caller stated that the customer was off the insulin pump, two weeks prior to going to the hospital. The caller also stated that the customer was in diabetic ketoacidosis, amongst other things; stomach had swelled overnight and affected the site. The caller declined returning the insulin pump.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details in section b5. The additional information has been provided in section b5 of this form.

Event description:
The caller stated that he works at nights. He spoke with the customer at midnight, and the customer seemed fine and was wearing the insulin pump. After work, the caller was sleeping but woke up because he heard the customer moaning in pain. The caller went to check the customer and saw that the customer's stomach was swelling and blood was pushing out of the insertion site. The customer was taken to the hospital. The customer's blood glucose was 57 mmol/l at the time of admittance. The customer never resumed insulin pump use. The caller also noted that the customer had heart trouble; was in the hospital for 2 weeks and during that time diabetic ketoacidosis became present. The customer had a massive heart attack, then liver and kidney failure. He could have recovered, however, had another massive heart attack and passed in the hospital. The caller stated that the official cause of death is unknown because an autopsy was not performed. The caller declined returning the insulin pump.